Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone that she was hospitalized due to low blood glucose. Customer's blood glucose was 101 mg/dl. The customer thinks that the pump delivered a full 100 units. The customer was advised to check for any insulin around body and in the pump. The customer was advised to take blood glucose again, 81 mg/dl. The customer took glucagon and a big glass of lemonade per healthcare provider instruction. The customer was asked if she feels like she is dropping and stated that she doesn't feel low. During the troubleshooting customer stated that she is feeling light headed and her blood glucose is now 92 mg/dl. The customer stated that her husband is with her and he will take her to emergency room. The customer was advised to call back after emergency room visit to finish the troubleshooting.